Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A physician reported to rxsight that a light adjustable lens (lal, sn (B)(6), +18.5d) was explanted and another lal (sn 70046110311, +18.5d) was implanted as a replacement. Rxsight's first awareness of this event was on (B)(6) 2023.